Event description:
The customer reported that the device's screen was black. There was no known patient involvement. The customer returned the device to the manufacturer, and a manufacturer repair technician evaluated the device. The repair technician could not confirm the customer's problem. The lcd display powered on and all pixels were present. The device operated per specifications. No fault was found with the device. Because the device is not needed for inventory, the device will be scrapped. No additional investigation needed.